Event description:
It was reported that following an ablation procedure, the patient experienced a subdural hemorrhage. The patient had to return to the operating room and a craniotomy was performed. There were no further patient complications reported in relation to this event.